Event description:
It was reported that during an unknown procedure, there was a torn gasket on one of the 5mm trocars. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.